Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-03-1 h6: investigation summary: customer returned one syringe with no pouch for identification. This syringe feature 0.3ml graduation markings. The syringe was returned fully intact. Removing the needle shield found that the hub was properly attached to the barrel of the syringe. A needle shield pull force test was performed on this syringe. The needle shield required 5.85 lbs of force to be removed. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. While on the higher end, the pull force required to remove the shield is still within specification. With the needle hub attached and the needle shield being within pull force specification, the report of the hub separating from the barrel could not be confirmed for this sample. A review of the device history record was completed for batch # 0160994 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that a syringe 0.3ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that hub separated with needle. Verbatim: consumer reported when removing the orange needle shield the whole needle component comes off with it. Stated this happened with two syringes."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that hub separated with needle. Verbatim: consumer reported when removing the orange needle shield the whole needle component comes off with it. Stated this happened with two syringes".